Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.00 in failed to retract. The following information was provided by the initial reporter: "it was reported the needle would not retract. (B)(4) captures the complaint of needle retraction slow on (B)(6) 2020. (B)(4) captures the complaint on (B)(6) 2020 against the needle retraction failure: per pir: (B)(6) 2020. Today we had a nexiva ,angiocath, 20 gauge x 1.00 lot # 9282819. We could not get the stylet out of the angiocath. We had to terminate the line start. After the angio catheter was removed from her arm we were able to take the stylet out of the catheter. This of course was very disturbing to the patient. Another site had to be chosen, another poke, etc.this was an experienced rn that has started IV's for quite awhile. This was not our human error. "

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system single port 20 ga 1.00 in failed to retract. The following information was provided by the initial reporter: "it was reported the needle would not retract. Pr 1595360 captures the complaint of needle retraction slow on may 21, 2020. Pr 1606914 captures the complaint on may 26, 2020 against the needle retraction failure. Per pir: 5.26.20 today we had a nexiva, angiocath, 20 gauge x 1.00 lot # 9282819. We could not get the stylet out of the angiocath. We had to terminate the line start. After the angio catheter was removed from her arm we were able to take the stylet out of the catheter. This of course was very disturbing to the patient. Another site had to be chosen, another poke, etc.. This was an experienced rn that has started IV's for quite awhile. This was not our human error."